Event description:
Information received a smiths medical tracheostomy/silicone - bivona tubes neo/ped flextend cuffs were not inflating when tested. The report by a nurse stated the baby was having respiratory status worsening with feeding and oxygen needed to be increased with patient suctioned and percussed supine and prone. Rtt was summoned and a trach change was done, after four times trying the patient required atrovent extra dose with report of patient resting comfortable after intervention.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Three (3) samples were received in used conditions, with their original lid and with their certificate of decontamination. Functional test: samples were filled with 5 cubic centimeter (cc) of air according to procedures to see if there was any functional problem. Results: when the samples were inflated with air, the pilot balloon inflated but all the air was stuck it. According to the instruction for use the pilot balloon was manipulated, and the cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the times the cuff inflated completely and symmetrically. The complaint was not confirmed. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. Root cause could not be determined since the sample successfully passed functional test. No corrective actions were taken since the complaint was not confirmed, corrected data: corrected d1 d2 g1 h1 h3.

Event description:
Device evaluation completed and summary in h 10.

Event description:
Device evaluation completed and summary in h 10.